Event description:
The manufacturer received information alleging the device was involved in a house fire. Bc1 arrived on scene of working fire involving a single-story residential structure. It was reported the patient's body was found in the home after the fire was controlled. The patient is reported to have undiagnosed dementia.

Manufacturer narrative:
In previous report, "box h - (device) problem code grid (1) " was mentioned incorrectly. The device is not part of recall. In this report, box h has been updated or corrected.